Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: patient is a man, (B)(6). Diagnosis: cancer of the rectum at 9cm mr t3n2am0. Condition after chemoradiation treatment in total focal dose 58 g +capecitabine. Condition after 2 courses of consolidating polychemotherapy according to the scheme capox. Planned surgery: (B)(6) 2018 - low abdominal resection of the rectum with the formation of hardware sigmorectal anastomosis, the formation of an ileostomy. On the 8th day, the patient showed a sharp increase in body temperature (38.3 ° c), while a fingerprint examination of the rectum along the back line of the anastomosis revealed a defect in the patient. Conservative therapy was performed. With a positive effect from (B)(6) 2018 to the present, the patient is under dynamic observation. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? For all cases of stapler fire we invite experienced surgeons. Where in the green gap setting scale was the indicator located prior to firing? Usually indicator located close to the lower mark (fully closed). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No, opposite so easy to close. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, normal donuts on direct vision. Was a complete washer transection confirmed? What does is mean ¿complete washer transection.¿ was a leak test performed? If so, what was the result? We do not do routine leak test. How did the failure of the anastomosis present itself? Were there any staple formation issues identified at any point in patient care? If so, please describe the shape. Please, explain what exactly you mean? Does the surgeon believe there were other contributing factors to the leak to include patient tissue health? Please explain. No other factors apart stapler problems, as we did more than 200 stapler anastomosis since january without any problems "till" now. What is the current status of the patient? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What kind of ileostomy was performed (loop, end, etc.)? It was reported that, ¿fingerprint examination of the rectum along the back line of the anastomosis revealed a defect in the patient.¿ can you please clarify what was meant by, ¿defect in the patient?¿ how did the defect present itself? Was a leak identified? Can you please provide details of the conservative therapy performed? The question about the washer transection was referring to the white plastic washer in the anvil that is cut when the firing stroke is completed. Upon inspection of the donuts, the cut washer should be visible. Was it confirmed that the washer was completely cut? Were any malformed/improperly formed staples observed? What is the current status of the patient?

Event description:
It was reported that there was an adverse event. After several days after the procedure with device ref cdh33a it was found a failure of the seam. Patient was hospitalized, it was revision surgery. After that patient was discharged, now patient's condition is good.